Manufacturer narrative:
B5 - corrected to : "the reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -6.5 into the patient's left eye (os) on (B)(6) 2022. Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown." In the initial MDR. D4 - corrected to : serial #(B)(6) in the initial MDR. D4 - corrected to: expiration date 31 - mar- 2023 in the initial MDR. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -7.0 into the patient's right eye (od) on (B)(6)2022 . Within the initial surgery the lens was removed and replaced intra-operatively for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown.

Manufacturer narrative:
Claim #(B)(4).